Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, high capture threshold was observed on the lead at the bundle of his position. The lead was then implanted at the septum. The patient¿s condition was stable.